Manufacturer narrative:
The field service engineer replaced printed circuit board (pcb) assembly and ran performance testing. Precision testing results were within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The qc results were acceptable. The field service engineer did preventive maintenance and ran analyzer performance testing. He adjusted the vertical and horizontal sipper and vertical and horizontal probe and he checked the liquid level detection. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). Initial reporter phone was provided as (B)(6).

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient sample from the cobas e411 rack analyzer. The initial result was 0.235 miu/ml. This result was reported outside of the laboratory and was questioned. On (B)(6) 2021, the repeat result was 6524 miu/ml with a data flag. The reagent lot number was 47048901 with an expiration date of 30-sep-2021.